Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-05782. It was reported the pt had lost stimulation. It was also reported the doctor did not like the placement of both leads. As a result, the pt's leads were explanted and replaced (with a single lead/different model). The replacement lead resolved the pt's issue.